Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a insignia stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: insufficient medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'as per pss implant request case: patient has had total hip replacement on (B)(6) 2023, followed up in clinic on (B)(6) 2025 esr/crp, metal ion labs taken. Seen again on (B)(6) 2025 repeat metal ion labs dawn. Doing a revision as soon as possible due to the metal ions in the body having affects on the patient's health. Patient currently has max (insignia stem with a + 8, 44mm diameter head), looking to revise and is considering: titanium sleeve for a 44 ceramic +8 head 44mm ID, +6 liner.' The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: as per pss implant request: patient has had total hip replacement on (B)(6) 2023, followed up in clinic on (B)(6) 2025 esr/crp, metal ion labs taken. Seen again on (B)(6) 2025 repeat metal ion labs dawn. Doing a revision as soon as possible due to the metal ions in the body having affects on the patients health. Patient currently has max (insignia stem with a + 8, 44mm diameter head), looking to revise and is considering: titanium sleeve for a 44 ceramic +8 head 44mm ID, +6 liner.